Manufacturer narrative:
No product was returned for investigation. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced a thrombus in the left ventricle and positional issues. The patient was treated with dabigatran and the pump was explanted. The patient survived.